Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain") and genital haemorrhage ("heavy abnormal bleeding") in an adult female patient who had essure (batch no. 50512932) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included uterine bleeding and ovarian cyst. Concomitant products included duloxetine hydrochloride (cymbalta), lisinopril, medroxyprogesterone acetate (depo-provera) and obetrol (adderall). In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced depression ("psychological or psychiatric problems condition: depression"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain/abdominal pain"), vulvovaginal pain ("vaginal pain/vaginal pain"), abdominal pain lower ("severe cramping/cramping") and ovarian cyst ("other injury(ies) or complication (s) please describe: left ovarian cyst"). The patient was treated with ibuprofen, surgery (salpingectomy, d and c, endometrial ablation) and surgery (ablation). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and fatigue was resolving, the genital haemorrhage, abdominal pain, vulvovaginal pain, vaginal haemorrhage, menorrhagia, depression, dysmenorrhoea and ovarian cyst outcome was unknown and the abdominal pain lower, nausea and dyspareunia had resolved. The reporter considered abdominal pain, abdominal pain lower, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, nausea, ovarian cyst, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion contrast injected into the endometrium. The fallopian tubes do not fill. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, pelvic pain. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and mr received. Abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: depression, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, fatigue, other injury(ies) or complication (s) please describe: ovarian cyst were added. Lot number received. Patient's medical history was updated. Outcome of the events were updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain") and genital haemorrhage ("heavy abnormal bleeding") in an adult female patient who had essure (batch no. 50512932) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included uterine bleeding and ovarian cyst. Concomitant products included duloxetine hydrochloride (cymbalta), lisinopril, medroxyprogesterone acetate (depo-provera) and obetrol (adderall). In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced depression ("psychological or psychiatric problems condition: depression"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain/abdominal pain"), vulvovaginal pain ("vaginal pain/vaginal pain"), abdominal pain lower ("severe cramping/cramping") and ovarian cyst ("other injury(ies) or complication (s) please describe: left ovarian cyst"). The patient was treated with ibuprofen, surgery (salpingectomy, d and c, endometrial ablation) and surgery (ablation). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and fatigue was resolving, the genital haemorrhage, abdominal pain, vulvovaginal pain, vaginal haemorrhage, menorrhagia, depression, dysmenorrhoea and ovarian cyst outcome was unknown and the abdominal pain lower, nausea and dyspareunia had resolved. The reporter considered abdominal pain, abdominal pain lower, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, nausea, ovarian cyst, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Contrast injected into the endometrium. The fallopian tubes do not fill. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-aug-2018: quality safety evaluation of ptc (product technical complaint). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (undergo one or more surgeries to remove one or more of the essure coils). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.